Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced loss of consciousness and was taken to the hospital on (B)(6) 2016. Reportedly, customer suspected over-bolusing; however, a review of pump history with tandem technical support indicated the correct bolus amount was delivered. Customer then stated that they were told by the doctors that they found an "infarct" in customer's neck; however, customer could not provide any additional details regarding the reported event. Customer was released from the hospital on (B)(6) 2016. Customer was not able to provide any blood glucose levels or treatment information.